Event description:
It was reported that this right ventricular (rv) lead recorded high out of range impedance values, resulting a lead safety switch to unipolar configuration. This event had been recorded several years prior but the patient had not been interrogated. Further review of system episodes found episodes of oversensing of myopotential noise, resulting pacing inhibition greater than three seconds. Further testing to determine lead and system integrity was recommended prior to possible device reprogramming. This device remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).